Event description:
It was reported, that a male patient underwent a revision surgery due to the nail fracturing 7 weeks post op.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available it will be reported on a supplemental report.